Manufacturer narrative:
Device evaluation summary: evaluation of monitor (B)(4) has been completed. The reported problem (broken monitor) has been confirmed. Upon evaluation, it was discovered that the monitor had a defective front response button. The cause of the defective response button was a cracked conductor on the flex circuit tail. The root cause appears to be an assembly error. The flex circuit was inadvertently creased beneath the display enclosure. No adverse event resulted from the defective monitor. The pt rec'd a replacement monitor.

Event description:
The pt service rep (psr) assisting a (B)(6) old male pt contacted zoll lifecor customer support service to report the pt's monitor is broken. The pt was provided with a replacement monitor.